Manufacturer narrative:
A wallflex fully covered biliary stent was returned for analysis. The stent was mangled with the wires were pulled in multiple directions. The proximal and distal ends could not be identified and some weld joints appeared broken. The stent body in the middle was the most intact portion of the stent and it appeared to be flattened. A labeling review was performed, and the device was used in a manner inconsistent with the labeling. The dfu states; the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery.¿ stent removal is warned against, and this stent was implanted within the patient on (B)(6) 2014 and explanted on (B)(6) 2016. As a result of removing the stent from within the patient, significant damage to the stent was incurred. Stent occlusion, and cholangitis are known post-stent placement complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, the most probable root cause classification of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully covered stent rmv was implanted in the bile duct during a procedure on (B)(6) 2014. Reportedly, the patient¿s anatomy had not been dilated prior to stent placement procedure. There were no issues noted during the initial stent placement procedure. According to the complainant, the stent was left implanted for one year and three months and had been occluded with sludge. On (B)(6) 2016, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the wallflex¿ biliary rx fully covered stent using a rat tooth forceps; however, the stent broke and the stent wires begun to unravel. The physician used a snare and a balloon to remove the broken stent but was unsuccessful. On (B)(6) 2016, the occluded stent was successfully removed using a balloon dilator to separate it from the common bile duct wall and a snare was used to successfully pull the wallflex¿ biliary rx fully covered stent out from the patient. The patient presented with cholangitis a day post stent removal procedure. It is unknown if the event was resolved.

Manufacturer narrative:
(B)(4) cholangitis. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx fully covered stent rmv was implanted in the bile duct during a procedure on (B)(6) 2014. Reportedly, the patient's anatomy had not been dilated prior to stent placement procedure. There were no issues noted during the initial stent placement procedure. According to the complainant, the stent was left implanted for one year and three months and had been occluded with sludge. On (B)(6) 2016, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the wallflex biliary rx fully covered stent using a rat tooth forceps; however, the stent broke and the stent wires begun to unravel. The physician used a snare and a balloon to remove the broken stent but was unsuccessful. On (B)(6) 2016, the occluded stent was successfully removed using a balloon dilator to separate it from the common bile duct wall and a snare was used to successfully pull the wallflex biliary rx fully covered stent out from the patient. The patient presented with cholangitis a day post stent removal procedure. It is unknown if the event was resolved.

Manufacturer narrative:
Correction to the labeling review sent in the previous MDR. A wallflex fully covered biliary stent was returned for analysis. The stent was mangled with the wires were pulled in multiple directions. The proximal and distal ends could not be identified and some weld joints appeared broken. The stent body in the middle was the most intact portion of the stent and it appeared to be flattened. A labeling review was performed, and the device was used in a manner inconsistent with the labeling. The dfu states; "the wallflex biliary rx fully covered stent has a retrieval loop for removal during the initial stent placement procedure, to be used in the event of incorrect placement and/or removal from benign strictures up to 12 months." This stent was implanted within the patient on (B)(6) 2014 and explanted on (B)(6) 2016 or approximately 15 months. As a result of removing the stent from within the patient, significant damage to the stent was incurred. Stent occlusion, and cholangitis are known post-stent placement complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, the most probable root cause classification of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully covered stent rmv was implanted in the bile duct during a procedure on (B)(6) 2014. Reportedly, the patient¿s anatomy had not been dilated prior to stent placement procedure. There were no issues noted during the initial stent placement procedure. According to the complainant, the stent was left implanted for one year and three months and had been occluded with sludge. On (B)(6) 2016, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the wallflex¿ biliary rx fully covered stent using a rat tooth forceps; however, the stent broke and the stent wires begun to unravel. The physician used a snare and a balloon to remove the broken stent but was unsuccessful. On (B)(6) 2016, the occluded stent was successfully removed using a balloon dilator to separate it from the common bile duct wall and a snare was used to successfully pull the wallflex¿ biliary rx fully covered stent out from the patient. The patient presented with cholangitis a day post stent removal procedure. It is unknown if the event was resolved.